Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the mgu device stopped working a couple of years back. It stopped working and the patient was cathing all the time. The patient did not have a date when this started. The caller mentioned that they were sometimes in pain. The patient was not from the scs device but was where the mgu battery was implanted. This started 5-6 years ago. This was not a constant pain and does subside. It was reported that the patient had an unrelated MRI. The patient did not have a managing health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.